Event description:
It was reported that there was an infection at the device pocket diagnosed on the day of report. A culture was taken but the type of organism was not specified. The device system was explanted on (B)(6) 2014. Antibiotic treatment was reportedly necessary. It was noted that there was nothing wrong with the product, and that the patient was alive with no injury at the time of report. The patient's pump was intended to infuse dilaudid and baclofen. It was later reported that perioperative antibiotics had been administered, however it was not known which ones. The patient had no symptoms of meningitis, but the manufacturer's representative was not positive that the patient did not have meningitis. The last refill was in (B)(6) 2014. The patient reportedly had no signs or symptoms at all of an infection. Additional information was requested, but was not available at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2014, product type: catheter. (B)(4).